Manufacturer narrative:
(B)(4).

Event description:
New information received noted remote monitoring noted noise and atrial tachycardia/atrial fibrillation. Right atrial lead failure was suspected. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right lead exhibited noise with auto mode switch episodes. The noise was reproducible with isometrics. No intervention was reported. The patient was stable throughout.